Manufacturer narrative:
The esheath was discarded following the procedure and was not available for evaluation. The ¿liner-strand¿ like material was returned for evaluation. The samples were visually and dimensionally analyzed. Strand 1 measured 20mm in length, with a width of 0.5mm and a thickness of 0.0024 inches. Strand 2 measured 14mm in length, with a width of 0.5mm and a thickness of 0.0029 inches. Fourier transform infrared spectroscopy (ftir) analysis was performed on the materials. Based on the analysis, both complaint strands are composed of high-density polyethylene (hdpe). During functional testing, a study was performed in an attempt to replicate the complaint sample to determine the possible origin. Sheath and introducer devices in an expandable sheath introducer set were wetted with saline. Material of approximate thickness to the complaint sample (measured using a blade micrometer was skived off the coextruded sheath shaft, sheath liner, and introducer shaft. Visual observations and ftir analysis of the replication samples were conducted and compared to the complaint sample. Based on the results of the study (i.e. Visual appearance and material composition), the replication sample from the introducer shaft most closely matches the complaint samples. Lot history review revealed no similar complaints. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Complaint history review from june 2018 to may 2019 revealed no other returned complaints for the appropriate trend category. The complaint occurrence rate did not exceed the control limit for the trend category for the month of may 2019. Per the instructions for use (IFU) and training manuals, sheath insertion: hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: proper screening is critical to reducing vascular complications. Minimum vessel diameter for a 23mm thv is 5.5mm. The edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Thv delivery: visually inspect all components for damage. Flush the expandable sheath using heparinized saline through the flush port; close the 3-way stopcock. Hydrate the length of the introducer/dilators and expandable sheath with heparinized saline to activate the hydrophilic coating. Insert one dilator completely into the expandable sheath. Using standard catheterization techniques, gain access to the vessel. Dilate as necessary with the other dilator to accommodate the expandable sheath. Orient the expandable sheath with the edwards logo facing up and maintain orientation throughout the procedure. Fully insert the expandable sheath assembly using standard techniques and advance into the vessel while following its progression under fluoroscopy. Caution: the proximal tapered end of the expandable sheath working length is larger in diameter. Suture the expandable sheath into place using the suture rings and remove the dilator from the expandable sheath. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process the introducer shaft component and sheath shaft component undergo 100% visual inspection. During final inspection, the esheath undergoes multiple 100% visual inspection. After sterilization, sheath expansion testing was performed during product verification (pv) on finished devices under a sampling basis. The tested sample units must pass pv testing in order for the lot to be released. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaint was confirmed. Per the complaint description, strand-like foreign material was found in the patient vessel used for tavr access, post procedure. The location of extraction and jagged appearance of the complaint strand suggests that it may have formed as a result of device interaction with calcification in the patient access vessel, which was noted to be moderately calcified. Analysis of the complaint sample and replication testing show that it is possible that the complaint sample originated from an edwards introducer sheath. However, due to inability to inspect for corresponding damage on the introducer device used in the procedure, it cannot be definitively concluded that the complaint sample originated from an edwards device. Of note, as a non-edwards sheath (information unknown) was also used in the access vessel. While the source of the strands could not definitively be determined, available information suggests that patient factors (introducer sheath or non-edwards sheath interaction with access vessel calcification) may have contributed to the complaint event. The cause of the femoral artery occlusion was related to the strand-like foreign material was found in the patient vessel. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates for their respective trend categories did not exceed the may 2019 control limits. As such, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr, due to calcification of common femoral artery (cfa), access was obtained via a cutdown. A14fr esheath was then inserted in to the left femoral artery. No difficulties or resistance were experienced during insertion of the esheath or insertion and advancement of the delivery system. A 23mm sapien 3 valve was successfully implanted in the aortic annulus. On pod1, the left cfa was found to be occluded with ¿liner-strand-like¿ foreign material. A surgical embolectomy was performed and the material was removed. The source of the material is not known at this time. At the time of the report, the patient was doing well. The access vessel minimum luminal diameter (mld) measured 5.6 mm with moderate calcification and moderate tortuosity reported. The esheath was discarded following the procedure and is not available for returned to edwards lifesciences for evaluation. The material will be returned to edwards for evaluation.